Event description:
According to the complainant, the infusion pump was programmed to deliver 1000 milliliters (ml) of fluid over six (6) hours (~167 ml/hour). However, at the end of the six (6) hours, 500 ml remained in the 1 liter bag. The complaint device has been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: (B)(4), serial number/batch: (B)(6), software version: l030003, hours of operation: 18380, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-02-11 were investigated. A space line was selected and the infusion started with a rate of 166,6ml/h and a volume of 1000ml about 6 hours. The infusion was stopped and started again, three times. 6 hours after start, the volume was reached and the kvo (keep vein open) mode started. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were missing. The device shows age related signs of wear and tear and was slightly dirty. No visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electrical cut-off 9 pressure was slightly out of tolerance. The slightly deviation has no effect on the flow accuracy. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,65%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device was slightly dirty but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: the downstream sensor must be change! The device will be returned without repair.